Event description:
A malfunction alarm occurred with a pump distributed by dinno santé in france, preventing access to the device. There was no adverse impact to the customer's blood glucose level due to this malfunction. The distributor arranged for the device to be returned and a replacement pump was issued. No additional customer outcome details were provided.